Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Wang, j., jia, l., duan, z., wang, z., yang, x., zhang, y., & lv, m. (2019). Endovascular treatment of large or giant non-saccular vertebrobasilar aneurysms: pipeline embolization devices versus conventional stents.  Frontiers in neuroscience, 13, 1. This study was performed to retrospectively analyze the safety and efficacy ofa flow diverter in treating large and giant non-saccular aneurysms. The study took place between january 2014 and june 2018, with 11 female patients and 31 male patients. The complete occlusion rate was 90.2%, the mrs score was 0 to 2, excellent in 97.5% of patients. One patient with an aneurysm size of 21.2mm had a sudden severe headache 1 day post procedure. A subarachnoid hemorrhage was confirmed by CT scan, showing a hunt-hess scale of 2. The last mrs score was 1. Occlusion was seen with 4 patients, aneurysm enlargement in 1 patient, poor clinical outcome in 2 patients.